Event description:
It was reported that the patient was experiencing increase in seizures, the frequency continues to get worse. The patient is concerned that it may be a vns issue. No other relevant information has been received to date.